Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) via the manufacturers' representative (rep) reported that the patient had over 4000 on all lead electrode impedance combinations and was in the operating room for replacement on (B)(6) 2016. It was unknown what led to the event. The rep asked the patient if she had fallen, etc. She said she did not recall any incident. Her husband used high frequency radio for global communication but when she called the manufacturer, she was told it was safe to use around the device. The rep was unsure what diagnostics/ troubleshooting was performed but was told that reprogramming was done in the office. The patient was not having the same results as before. The lead was replaced with normal impedance check. The issue resolved at the time of report. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to know if the device was returned. If additional information is received, a follow up report will be sent.